Event description:
Variax elbow plate was used for distal humeral fracture. When tried bending of the plate to adjust to the shape of the bone, the plate was cracked. The surgeon used another plate.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.